Event description:
Newborn admitted to the intensive care unit for septic work-up. Intravenous antibiotics ordered and IV access for medication administration started. Insertion of a 24 gauge, 3/4 IV angiocatheter into right hand by rn. Unable to advance catheter and was removed. Upon removal of the catheter unit rn felt a "pop". Immediate inspection of the catheter unit noted catheter not intact. Newborn's right wrist and antecubital manually torniqueted. Emergency surgical cut-down of site performed of IV insertion site on right hand. Removal of 0.4cm foreign body appearing to be catheter tip. Site sutured. Sutures removed 6/9/96 with wound site intact and healing.